Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, high heart rate and diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 680 mg/dl. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. The customer¿s blood glucose value was 150 mg/dl when she woke up and went up to 175 mg/dl and 209 mg/dl. The customer¿s blood glucose level was 359 mg/dl at the time of incident and current blood glucose level was 209 mg/dl and blood glucose level in ambulance was 525 mg/dl. The customer reported while filling tubing was losing insulin. The customer alleged insulin pump was under delivering as the customer¿s blood glucose level was not going down. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin exited. The insulin pump will not be returned for analysis.